Event description:
It has been reported to us that during the preparation of the device, the hub of the catheter separated from the shaft. The device was not used in a patient. Device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the dilator is kinked at 17cm. The hub is broken with a detachment of lower body hub at hex header area of the sheath. There is no evidence of welding or manufacturing related defect that could explain the condition of the returned device. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for broken hub; root cause is unknown. The analysis is complete as of today (B)(4), 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.